Event description:
Please refer to report 0009613350-2019-00398.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: as no lot number was provided, the device history records could not be reviewed. Trend analysis: analysis could not be performed as no item number is available. Event description: it was reported that the patient was implanted with alloclassic slo stem on mar 11, 2005. Subsequently patient was revised on unknown date due to periprosthetic fracture. Patient fell on his way to the toilet on mar 25, 2005 which could be a contributing factor for the fracture. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: this device is intended for treatment. Conclusion: it was reported that the patient was implanted with alloclassic slo stem on (B)(6) 2005. Subsequently patient was revised on unknown date due to periprosthetic fracture. Patient fell on his way to the toilet on (B)(6) 2005 which could be a contributing factor for the fracture. The in vivo time of the device is less than a month. The DHR check could not be performed as the lot number was not available. The compatibility check could not be performed as no product information was provided. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Based on the given information most likely the root of the periprosthetic fracture could be patient fell on (B)(6) 2005 but its not confirmed. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to event description.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of initial medwatch. New information received: - patient date of birth. Investigation of this incident is currently ongoing, a follow up report will be submitted when additional information becomes available. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the unknown side and fell and subsequently underwent revision due to implant fracture.